Manufacturer narrative:
One devcie was returned for investigation. Visual inspection showed no default to the device. Functional testing did not confirm the customer complaint as the device worked as expected. No failure identified. Device history review showed no non-conformities during the manufacturing process.

Event description:
It was reported that a bivona trach tube cuff was not inflating. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event; d1: brand name; d4: catalog number, lot number, expiration date, UDI number; g5: 510k and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.